Event description:
On (B)(6) 2004, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2011, the pt had a computed tomography (CT) in which the physician suspects enlargement of the aneurysm and an endoleak. It was reported that on an unk date, the pt was treated for a type ii endoleak. The type of treatment is unk.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Please note add'l device related to this event: pxc141200/042820204.